Manufacturer narrative:
Submitted: (B)(4) 2014 device evaluation: on investigation, the display screen was found to be discolored, the audio bolus button cover was noted to be torn; however, the button had full response, the battery compartment was noted to be cracked from the threads to the case seal.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6)2014: discolored display, damaged audio bolus button, cracked battery compartment.